Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of excessive shocks at home was unable to be confirmed through this analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. Review of the submitted log files showed the system functioning as intended at the set speed. No notable alarms or events were captured. Available information provided that the patient purchased humidifiers which did not resolve the issues. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook, are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Several sections of the IFU and patient handbook instruct the user on how to properly maintain their equipment in such ways that would avoid the user feeling an electrical shock. The heartmate 3 patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was noticing excessive shocks at home. The patient purchased humidifiers but to no avail. The log files were submitted for review. The event log files contained clusters of pulsatility index (pi) events as well as routine power source changes. The pi events were considered to be routine. There were no unusual pump resets associated with electrostatic discharge (esd) events seen in the log files provided. The log files did not provide any insist into the reported "shocking" events. The mechanical circulatory support (mcs) equipment operated as intended electronically and mechanically.